Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damaged fiber bonding in the outer tube area. A definitive root cause could not be identified. Based on the results of the investigation, it is likely there was no image displayed due to a broken video cable. However, a root cause for the damaged fiber bonding in the outer tube area (distal end) could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image on the rigid video laparoscope disappeared. This issue was found during inspection for use. There were no reports of patient involvement.